Event description:
Dealer alleged that the alarm will not function. Per independent repair center statement, the unit will not alarm function, no beep. The key failure is the power switch caused no alarm. Additional malfunction was sieve beds were saturated.